Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the infusion set cannula was bent (crimped) and the patient was not able to get insulin. On (B)(6) 2020, she was admitted to the hospital because of high blood glucose levels and was administered insulin drip intravenously. Further, the site location was her abdomen and the infusion had been used for the first day. Reportedly, the patient was admitted for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.